Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one empty foil and one needle suture in two sections that pertained to the product code sxpp1b406. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. In addition, damage on the surface of the suture and body fluids was found. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that patient underwent a robot-assisted simple hysterectomy (rash) on (B)(6) 2024, and barbed suture was used on the vaginal stump. During use for continuous suturing on the vaginal stump, when the needle was inserted into the tissue in the body cavity and hold with needle-holder and towing, the suture was broken. Then, the new suture was sutured on the same part, but it was broken again. Product with a different lot number was used and procedure was completed without problem. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 corrected: d4 primary UDI number additional h6 component code: g07002 no device problem found. Investigation summary of device from same lot/batch returned by user: the product was returned to ethicon for evaluation. The returned product determined that it was received; two unused open samples and two unopened samples that pertain to the product code sxpp1b406. After visual inspection of the open samples, it was observed that the swage and attachment area were noted as expected. The sutures were examined along the strand, and no anomalies were observed during the evaluation. To evaluate the condition of the unopened samples, the packets were opened. The suture and attachment area were noted as expected. The sutures were dispensed and examined along the strand, no anomalies were observed during the evaluation. Per the condition of the returned samples the functional test could be performed in two sutures